Event description:
Elevator broke while in use and lacerated pt's right cheek.

Manufacturer narrative:
Product is being retained by the customer, and will not be returned for eval. If further info is acquired that adds value to the content of this report and/or a conclusion can be drawn, a follow-up report will be sent.